Event description:
It was reported that during the bypass procedure, the laparosonic coagulating shears emitted permanent tone after 2 minutes. Case completed with a same like device. There was no pt consequence.